Manufacturer narrative:
Section a2 3, a4, a5 and a6: unknown/not provided. Section b3 date of event: unknown. Section d4: model number: unknown/not provided. Section d4: catalog number: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: UDI #: unknown, as the serial number of the device was not provided. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported wound burns and corneal edema affecting multiple patients while using the veritas system. No further information was provided. Note: this is report 2 of 4.